Manufacturer narrative:
Blocks d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h2: additional information: block b5 (describe event or problem), block d7a, block e1 (initial reporter first and last name). Block h6: device code a020503 captures the reportable event of incomplete seal.

Event description:
It was reported that a zero tip basket device was used during a stone procedure. Reportedly, it was found that the product was not sealed correctly. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Device code a020504 captures the reportable event of torn sealed packaging.

Event description:
It was reported that a zero tip basket device was delivered to be use in a procedure. Reportedly, one of the products arrived faulty and it appears that the seal at the lower end of the zero tip device was unsealed. There were no patient complications reported as a result of this event.